Manufacturer narrative:
Investigation remains in process. A supplemental report will be sent upon completion of the investigation.

Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.